Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was unable to cross the lesion and the device was simply removed, no stent dislodgement occurred as previously reported.

Manufacturer narrative:
Device is a combination product. Device code #2923 relates to component code #515. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 24 x 2.25 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The physician also suspected that the stent might be dislodged. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip profile was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube profile found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was unable to cross the lesion and the device was simply removed, no stent dislodgement occurred as previously reported.